Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. All operating currents are within specification. Unit was monitored and no excessive no delivery alarm noted. Unit received with cracked case at display window corner.

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 527 mg/dl. During troubleshooting, customer was assisted in performing a 5.0 unit fixed prime and 5.0 unit manual prime. Insulin did exit with manual prime. Customer was advised that insulin pump was working as designed. Customer changed infusion sets and reservoir several times and continued to receive no delivery alarms. Customer was advised that insulin pump would be replaced.